Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). Further questioning of the patient revealed that the patient had radiation therapy around the time of the por. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).